Event description:
It was reported that the patient dislocated right hip. The surgeon removed constrained liner and implanted another constrained liner this time with a 10 degree. Patient stated they were shaving their legs when the dislocation occurred. A competitor femoral head was also exchanged with longer neck. Affected side: right hip. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".